Manufacturer narrative:
The last calibration was done on (B)(6) 2020 and was acceptable. Qc data was not provided by the customer. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The customer replaced the ise reference electrode and the ise sipper probe. The field service engineer discovered the cell clean (naoh) nozzle was slightly overfilling cuvettes. He adjusted the nozzle. He performed ise checks and precision testing. After service, the customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for three patients tested on a cobas 4000 c (311) stand alone system. For all three patients, the initial na results were not reported outside the laboratory. The customer performed repeat testing on the initial analyzer as well as a different c 311 analyzer for confirmation. On (B)(6) 2020, patient 1's initial na result was 150 mmol/l, and the patient's repeat na result on the same analyzer was 130 mmol/l. The patient's na results on a different c 311 analyzer were 131 mmol/l and 131 mmol/l. On (B)(6) 2020, patient 2's initial na result was 141 mmol/l, and the patient's repeat na result on the same analyzer was 132 mmol/l. The customer replaced the na, k, and cl electrodes and the ise reagents. On (B)(6) 2020, patient 3's initial na result was 117 mmol/l, and the patient's repeat na result on the same analyzer was 141 mmol/l. The patient's repeat na result on a different c 311 analyzer was 141 mmol/l. For all three patients, the customer determined the repeat results were correct. On (B)(6) 2020, the na electrode used for patient testing was lot c54_2020 with an expiration date of 08-mar-2021. On (B)(6) 2020, the na electrode used for patient testing was lot e52_2020 with an expiration date of 02-may-2021.